Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Nmpa report # (B)(4). It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device, using an 8f sheath, after an intracranial aneurysm embolization procedure. Reportedly, the suture was not present when the plunger was removed. A new proglide device was used to achieve hemostasis. Although prolonged procedure time was reported, it did not result in a significant impact to the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.